Event description:
The customer reported an erroneous elevated creatinine modular (crem) result of 1983 umol/l generated on the unicel dxc 800 pro synchron clinical chemistry system. The result was reported out of the laboratory; however, patient treatment was not impacted by this event. The customer did not report any issue with any other chemistries. The original sample was rerun on an alternate unit and a result of 74 umol/l was obtained and the result was amended. The serum samples were collected in sarstedet 7.0 ml tube and were centrifuged at 3000rpm for 10 minutes at room temperature. Controls were run before and after the incident and all results were acceptable. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). A service request was initiated. A field service engineer (fse) was on site to investigate the event and replaced the creatinine module. Failure mode was the creatinine module and the issue was resolved following service. The serum samples were collected in sarstedet 7.0 ml tube and were centrifuged at 3000rpm for 10 minutes at room temperature. Controls were run before and after the incident and all results were acceptable. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). A service request was initiated. Synchron reference interval for creatinine is (B)(4).

Manufacturer narrative:
A field service engineer (fse) was on site to investigate the event and replaced the creatinine module. Failure mode was the creatinine module and the issue was resolved following service.